Manufacturer narrative:
The reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma with no arcing at levels 7,3 and 9,5. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a tonsillectomy, the evac 70 xtra coblator ii wand was arcing while using the settings 9-5. The settings were moved to 8-4 and it helped, but still noticed arcing. The procedure was completed with a surgical delay of 10 minutes using a back-up device. No further complications were reported.

Event description:
It was reported that during a tonsillectomy, the evac 70 xtra coblator ii wand was arcing while using the settings 9-5. The procedure was successfully completed with a surgical delay of 10 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).